Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14j0304g shows that there is no manufacturing anomaly and no similar complaints. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures. No leakage was reported during the priming and during the 30 minutes of treatment prior the event. The exact root cause of the external blood leakage remains unknown. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex m100 set. Approximately 30 minutes into treatment, the nurse observed a blood leak at the access pod. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. The patient was not symptomatic as a result of the minimal blood loss and did not require any medical intervention.